Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. Also, it was noted that a change cartridge message occurred. The customer could not recall if the event impacted their blood glucose level. Reportedly, the customer was able to load a new cartridge successfully.

Manufacturer narrative:
(B)(4).